Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of backlight anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump overheated. The customer mentioned that the pump turned off by itself without warning. The product was returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No backlight anomaly noted during testing. The device was programmed and monitored for one day. No unexpected hot pump, hot battery or blank display noted during testing. The device had a scratched case and a pillowing keypad overlay. During visual inspection, we found moisture damage on the electronic assembly and on the motor.